Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-02052 / 02053 & 3002806535-2016-00764).

Event description:
Patient underwent a left hip open reduction and hardware revision approximately six months post-implantation due to instability and luxation. During the procedure, the trochanteric plate was removed and a k-wire was implanted.